Event description:
It was reported that the gastrointestinal videoscope exhibited snowflakes in the image. The issue was found during gastrointestinal endoscopy procedure of the device. It was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.